Manufacturer narrative:
(B)(4).

Event description:
It was reported the ars syringe was found leaking during patient use. No patient harm reported. The patient's condition is reported as fine.

Event description:
It was reported the ars syringe was found leaking during patient use. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and a relevant finding was identified. Two non-conformances were initiated for batch 71c20ll0551 to address the issue of a leaking ars. Despite this, it cannot be confirmed if these issues are linked without the actual sample returned for analysis. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.